Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. A general reagent problem was not present, because the qc prior to the event was within ranges.

Manufacturer narrative:
Medwatch field d4 lot no was updated. A user error of sample mismatch could not be ruled out as a possible cause of the event.

Event description:
There was an allegation of questionable troponin t hs elecsys e2g results from the cobas e 801 analytical unit. The initial result was 317 ng/l. The repeat result was 332 ng/l. The sample was then tested on another cobas e 801 as the previous result for the patient was 75.3 ng/l. The repeat result was 72.3 ng/l. The sample was then repeated on both instruments. On the original cobas e801, the result was 329 ng/l and on the other cobas e801, the result was 325 ng/l.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.